Manufacturer narrative:
Evaluation of the first returned cat6 revealed an ovalization on the distal shaft. This confirms the reported damage on its distal shaft. It was reported that the peel away sheath, packaged with the cat6, was not utilized during advancement. This is likely the probable cause of the reported damage. If the peel away sheath is not properly utilized to protect the cat6 distal shaft during advancement, damage such as an ovalization may occur. During functional testing, resistance was experienced while attempting to advance the cat6 through a demonstration neuron max due to the ovalization, and the cat6 could not advance any further. Evaluation of the second returned cat6 revealed an ovalization and kinks on the distal shaft. This confirms the reported damage on the distal shaft. It was reported that the peel away sheath, packaged with the cat6, was not utilized during advancement. This is likely the probable cause of the reported damage. If the peel away sheath is not properly utilized to protect the cat6 distal shaft during advancement, damage such as an ovalization may occur. Subsequently, if the device is advanced against resistance, damage such as kinks may occur. During functional testing, resistance was experienced while attempting to advance the cat6 through a demonstration neuron max due to the ovalization, and the cat6 could not advance any further. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-02053.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02053.

Event description:
The patient was undergoing a thrombectomy procedure in the vena cava using an indigo system aspiration catheter 6 (cat6) and a non-penumbra diagnostic catheter. During the procedure, the physician experienced resistance using the cat6. It should be noted that the supplied peel away sheath was not used with the cat6. When the cat6 was removed, the distal end of the cat6 was observed to be kinked. Subsequently, the physician used a second cat6. A peel away sheath was not used with this cat6. As the physician turned on aspiration when advancing the cat6, the distal end of the cat6 was noticed under fluoroscopy to have collapsed. It was reported the cat6 was still in the introducer sheath. Therefore, the cat6 was removed. The procedure was completed using an indigo system catrx aspiration catheter (catrx) and a new guide catheter. There was no report of an adverse effect to the patient.